Event description:
The customer contact reported air in the tubing distal to the soluset. The tubing set was being used to deliver an unspecified solution. After an unspecified length of time in use, air was noted in the tubing distal to the soluset. It was reported that the air was removed with a syringe and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded.